Event description:
It was reported to boston scientific corporation that an uphold lite was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient had mesh exposure at the anterior vaginal suture line. There was no treatment given and the event has not yet resolved. Additional information received on february 9, 2018. On (B)(6) 2017 the subject presented with mesh exposure at the anterior/apical vaginal suture line of less than 1cm. No treatment was given and the event has not yet resolved. Additional information received on april 27 & may 3, 2018. On (B)(6) 2018, the patient underwent surgical intervention including trimming of the mesh, perineoplasty, colporrhaphy, and native tissue rectocele repair to treat the patient¿s symptoms including the mesh exposure at the anterior vaginal suture line which first presented on (B)(6) 2017, pelvic pain experienced on (B)(6) 2018, and sensation of vaginal bulge with onset (B)(6) 2017.

Event description:
It was reported to boston scientific corporation that an uphold" lite was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient had mesh exposure at the anterior vaginal suture line. There was no treatment given and the event has not yet resolved. Additional information received on february 9, 2018. On (B)(6) 2017 the subject presented with mesh exposure at the anterior/apical vaginal suture line of less than 1cm. No treatment was given and the event has not yet resolved. Additional information received on april 27 & may 3, 2018: on (B)(6) 2018, the patient underwent surgical intervention including trimming of the mesh, perineoplasty, colporrhaphy, and native tissue rectocele repair to treat the patients symptoms including the mesh exposure at the anterior vaginal suture line which first presented on (B)(6) 2017, pelvic pain experienced on (B)(6) 2018, and sensation of vaginal bulge with onset (B)(6) 2017. Additional information received on may 21, 2018 and may 29, 2018. There were two different mesh exposures at the anterior suture line- one which presented on (B)(6) 2017 and another on (B)(6) 2017. Both were treated in the surgery performed on (B)(6) 2018. Additional information received on august 27 and august 29, 2018. The patient was discharged on (B)(6) 2018 after the surgical intervention performed on (B)(6) 2018. On (B)(6) 2018, the patient experienced difficulty voiding and the event has not yet resolved. The (B)(6) 2018 pelvic pain was reported to be in the anterior and posterior vaginal compartment, with pain during sexual intercourse and physical activity. The site of the pelvic pain is introital and possibly related to muscle spasm. Additional information received on september 14, 2018. The event of mesh exposure in vagina presented on (B)(6) 2017 resolved on april 26, 2018 with no residual effects. Additional information received on october 18, 2018. The procedure performed during the outpatient surgical intervention to treat pelvic pain presented on (B)(6) 2018 was posterior colposcopy.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient had mesh exposure at the anterior vaginal suture line. There was no treatment given and the event has not yet resolved. Additional information received on february 9, 2018. On december 4, 2017 the subject presented with mesh exposure at the anterior/apical vaginal suture line of less than 1cm. No treatment was given and the event has not yet resolved. Additional information received on april 27 & may 3, 2018. On (B)(6) 2018, the patient underwent surgical intervention including trimming of the mesh, perineoplasty, colporrhaphy, and native tissue rectocele repair to treat the patient¿s symptoms including the mesh exposure at the anterior vaginal suture line which first presented on (B)(6) 2017, pelvic pain experienced on (B)(6) 2018, and sensation of vaginal bulge with onset (B)(6) 2017. Additional information received on 21may2018 and 29may2018. There were two different mesh exposures at the anterior suture line- one which presented on (B)(6) 2017 and another on (B)(6) 2017. Both were treated in the surgery performed on (B)(6) 2018.

Manufacturer narrative:
Patient code (B)(6) captures the event of difficulty voiding.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient had mesh exposure at the anterior vaginal suture line. There was no treatment given and the event has not yet resolved. Additional information received on february 9, 2018. On december 4, 2017 the subject presented with mesh exposure at the anterior/apical vaginal suture line of less than 1cm. No treatment was given and the event has not yet resolved. Additional information received on april 27 & may 3, 2018. On (B)(6) 2018, the patient underwent surgical intervention including trimming of the mesh, perineoplasty, colporrhaphy, and native tissue rectocele repair to treat the patient¿s symptoms including the mesh exposure at the anterior vaginal suture line which first presented on (B)(6) 2017, pelvic pain experienced on (B)(6) 2018, and sensation of vaginal bulge with onset (B)(6) 2017. Additional information received on may 21, 2018 and may 29, 2018. There were two different mesh exposures at the anterior suture line- one which presented on (B)(6) 2017 and another on (B)(6) 2017. Both were treated in the surgery performed on (B)(6) 2018. Additional information received on august 27 and august 29, 2018. The patient was discharged on (B)(6) 2018 after the surgical intervention performed on (B)(6) 2018. On (B)(6) 2018, the patient experienced difficulty voiding and the event has not yet resolved. The (B)(6) 2018 pelvic pain was reported to be in the anterior and posterior vaginal compartment, with pain during sexual intercourse and physical activity. The site of the pelvic pain is introital and possibly related to muscle spasm.

Event description:
It was reported to boston scientific corporation that an uphold" lite was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient had mesh exposure at the anterior vaginal suture line. There was no treatment given and the event has not yet resolved. Additional information received on february 9, 2018. On (B)(6) 2017 the subject presented with mesh exposure at the anterior/apical vaginal suture line of less than 1cm. No treatment was given and the event has not yet resolved. Additional information received on april 27 & may 3, 2018. On (B)(6) 2018, the patient underwent surgical intervention including trimming of the mesh, perineoplasty, colporrhaphy, and native tissue rectocele repair to treat the patients symptoms including the mesh exposure at the anterior vaginal suture line which first presented on (B)(6) 2017, pelvic pain experienced on (B)(6) 2018, and sensation of vaginal bulge with onset (B)(6) 2017. Additional information received on may 21, 2018 and may 29, 2018. There were two different mesh exposures at the anterior suture line- one which presented on (B)(6) 2017 and another on (B)(6) 2017. Both were treated in the surgery performed on (B)(6) 2018. Additional information received on august 27 and august 29, 2018. The patient was discharged on (B)(6) 2018 after the surgical intervention performed on (B)(6) 2018. On (B)(6) 2018, the patient experienced difficulty voiding and the event has not yet resolved. The (B)(6) 2018 pelvic pain was reported to be in the anterior and posterior vaginal compartment, with pain during sexual intercourse and physical activity. The site of the pelvic pain is introital and possibly related to muscle spasm. Additional information received on september 14, 2018. The event of mesh exposure in vagina presented on (B)(6) 2017 resolved on (B)(6) 2018 with no residual effects.

Manufacturer narrative:
Patient ID:(B)(6) (B)(4). Study name: (B)(6). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphol lite was used during a pelvic floor repair procedure with uphold lite including apical vault suspension and cystocele repair on (B)(6) 2016. The procedure was completed without complications. According to the complainant, on (B)(6) 2017, the patient presented with mesh exposure at the anterior vaginal suture line of less than 1cm and underwent trimming of the mesh during an outpatient surgical intervention on (B)(6) 2018. The event resolved on the same day as the surgery. The investigator assessed the event as mild in severity, pelvic floor related, definitely related to the index procedure, definitely related to the mesh, and not related to the delivery device. On (B)(6) 2017, the patient presented with a second area of mesh exposure at the anterior and apical vaginal area of suture line of 1 cm. The event resolved on (B)(6) 2018, after she underwent outpatient surgical intervention that included trimming of the mesh on the same day. The investigator assessed this event as moderate in severity, pelvic floor related, definitely related to the procedure, definitely related to the device, and possibly related to the delivery device. On (B)(6) 2018, the patient experienced worsening introital pelvic pain in relation to the anterior and posterior regions of the vaginal compartment. The pelvic pain is associated with pain during sexual intercourse, pain during physical activity, and possibly related to muscle spasm. She underwent a posterior colposcopy on april 26, 2018 as treatment and the event has not yet resolved. The investigator assessed the event as pelvic floor related, probably related to the index procedure, probably related to the mesh, and not related to the delivery device. On (B)(6) 2018, the patient underwent surgical intervention to treat both mesh exposure events (onset (B)(6) 2017), and pelvic pain (onset (B)(6) 2018). The surgical intervention included trimming of the mesh at the vaginal apex of the anterior vaginal wall, perineoplasty, colporrhaphy, and native tissue rectocele repair. During the procedure, two areas of exposed mesh were identified. One was approximately 2 x7 mm at the mid anterior vagina. The other one was at the more apical vagina approximately 1 x 1 cm exposure. Both of these areas appeared to be a mesh being across the vaginal area rather than being a large eroded area. Both areas were removed easily. The procedure was completed without complications. Both of the mesh exposure events were resolved on the same day, (B)(6) 2018. The event of sensation pelvic pain has yet to be resolved. On (B)(6) 2018, the patient experienced voiding difficulty. No action was taken to treat this event and the patient has not yet recovered. The investigator assessed the event as related to the anterior vaginal compartment, mild in severity, pelvic floor related, possibly related to the index procedure, possibly related to the mesh, and not related to the delivery device.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold" lite was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient had mesh exposure at the anterior vaginal suture line. There was no treatment given and the event has not yet resolved.

Manufacturer narrative:
Patient ID: (B)(6). (B)(4). Study name: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information received on june 24, 2019.

Event description:
It was reported to boston scientific corporation that an uphol lite was used during a pelvic floor repair procedure with uphold lite including apical vault suspension and cystocele repair on (B)(6) 2016. The procedure was completed without complications. According to the complainant, on (B)(6) 2017, the patient presented with mesh exposure at the anterior vaginal suture line of less than 1cm and underwent trimming of the mesh during an outpatient surgical intervention on (B)(6) 2018. The event resolved on the same day as the surgery. The investigator assessed the event as mild in severity, pelvic floor related, definitely related to the index procedure, definitely related to the mesh, and not related to the delivery device. On (B)(6) 2017, the patient presented with a second area of mesh exposure at the anterior and apical vaginal area of suture line of 1 cm. The event resolved on (B)(6) 2018, after she underwent outpatient surgical intervention that included trimming of the mesh on the same day. The investigator assessed this event as moderate in severity, pelvic floor related, definitely related to the procedure, definitely related to the device, and possibly related to the delivery device. On (B)(6) 2018, the patient experienced worsening introital pelvic pain in relation to the anterior and posterior regions of the vaginal compartment. The pelvic pain is associated with pain during sexual intercourse, pain during physical activity, and possibly related to muscle spasm. She underwent a posterior colposcopy on (B)(6) 2018 as treatment and the event has not yet resolved. The investigator assessed the event as pelvic floor related, probably related to the index procedure, probably related to the mesh, and not related to the delivery device. On (B)(6) 2018, the patient underwent surgical intervention to treat both mesh exposure events (onset (B)(6) 2017), and pelvic pain (onset (B)(6) 2018). The surgical intervention included trimming of the mesh at the vaginal apex of the anterior vaginal wall, perineoplasty, colporrhaphy, and native tissue rectocele repair. During the procedure, two areas of exposed mesh were identified. One was approximately 2 x7 mm at the mid anterior vagina. The other one was at the more apical vagina approximately 1 x 1 cm exposure. Both of these areas appeared to be a mesh being across the vaginal area rather than being a large eroded area. Both areas were removed easily. The procedure was completed without complications. Both of the mesh exposure events were resolved on the same day, (B)(6) 2018. The event of sensation pelvic pain has yet to be resolved. On (B)(6) 2018, the patient experienced voiding difficulty. No action was taken to treat this event and the patient has not yet recovered. The investigator assessed the event as related to the anterior vaginal compartment, mild in severity, pelvic floor related, possibly related to the index procedure, possibly related to the mesh, and not related to the delivery device.

Event description:
It was reported to boston scientific corporation that an uphold" lite was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient had mesh exposure at the anterior vaginal suture line. There was no treatment given and the event has not yet resolved. Additional information received on february 9, 2018. On (B)(6) 2017 the subject presented with mesh exposure at the anterior/apical vaginal suture line of less than 1cm. No treatment was given and the event has not yet resolved.